Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the investigation results, foreign material around distal end of the nozzle, foreign material in the nozzle, and plastic distal end cover burnt, could not be identified. Although we confirmed foreign material around distal end of the nozzle and inside of the nozzle, could not identify details of the material nor could we specify the cause of the material remained. Details of the foreign material: we could not identify details of the material. Cause of the material remained: we could not specify the cause of the material remained for the device was reprocessed in accordance with the IFU. Although we confirmed insulation failure at distal end of the device, found that burnt c-cover probably did not occur. We could not conclusively specify root cause of the events. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿operation manual 4.2 insertion, air/water feeding and suction nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. -operation manual chapter 4.2 using endotherapy accessories high-frequency cauterization treatment: never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Laser cauterization treatment: to avoid patient injury, burns, bleeding, and/or perforation as well as damage to the endoscope, do not activate laser radiation before confirming that the tip of the laser probe appears in the proper position in the endoscopic image. Keep an appropriate distance between the target and the endoscope¿s distal end, and always use the lowest power output possible.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.